Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching 266 mg/dl. Customer stated cause for elevated bg levels is due to food the customer consumed. Customer delivered a correction bolus to bring bg levels back to target range.